Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and there were high sensing integrity counter (sic) intervals. It was further reported that provocative maneuvers and isometrics were performed and no noise or over-sensing was noted. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.